Event description:
During an internal review on (B)(6) at 16:22 for (B)(4), it was discovered that plate (B)(4) had a sample well that did not pipette. Well ID is (B)(4). Upon discovery, contacted the customer to determine status of plate (B)(4) from (B)(4) 2013. Per rd well (B)(4) is sample ID (B)(4). This was confirmed by two reviewers in rd. Customer did not have access to the oas data on this plate but would investigate. Requested that the customer gain control of any products associated with the sample ID in question. Customer will call back when this information is obtained. Cts also discussed the failure modes of the associated with the issue and indicated that it was ortho's recommendation that customer immediately begin voiding any plates that have a "no tip error" report off of the verseia until further notification from ortho.

Manufacturer narrative:
On august 21, 2013, ortho clinical diagnostics (ocd) notified customers (cl13-255) of an ortho verseia pipetter software issue that can occur during plate processing when the verseia pipetter performs the ¿retry¿ function to recover from a ¿no tip¿ error (hamilton error code 8). The letter stated that the previously generated results may have been impacted. Ocd customer technical services will review all available data received via e-connectivity to identify any adverse events and will inform customers of any erroneous results generated due to this issue. Any devices not e-connected, ocd will be working with customers to obtain historical data from these instrument(s). The letter also listed the following required actions; ¿discard all results for any plate for which a plate pipette error report lists a ¿no tip¿ error after processing on the ortho verseia pipetter. ¿ post this notification in your laboratory or with your user documentation. The FDA¿s (B)(4) district on 27 august 2013 per recall number ortho verseia pipetter ¿ recall #: 2250051-08/27/2013-001-c. (B)(4).